Event description:
The pt is using coz monitor insulin pump. His reading was 241 mg/dl before going to bed. Early in the morning he had a seizure and dislocated his shoulder in the process. The pt's father has reported the incident to smith medical. The adc device strips were sent back to adc and were tested. The complaint on the strips was not confirmed in the adc site lab.